Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon fired the device six times and the device would not fire on the seventh firing (sixth reload). A new tsw35 was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55830/c. D5,6; h4: info not available, device not returned for analysis.